Event description:
The device was returned due to cassette sensor issue. Upon physical inspection, a defective downstream occlusion (dso) sensor. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was downstream occlusion(dso)sensor. This was determined to be a reportable issue. Upon further investigation, found dso seal delaminated. Found uso seal buckling. Due to age of pump, pump is deemed as beyond to repair (ber).